Event description:
Boston scientific corporation was made aware that during a procedure when the subject device was taken out of the package, it was broken. No complication with the patient occurred, during this event.